Event description:
On (B)(6) 2013, a reporter for the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the patient¿s one touch verio iq meter read inaccurately low compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 10x daily and manages his diabetes with insulin pump therapy. The alleged issue began on (B)(6) 2013 at 1208pm. It was reported the patient obtained blood glucose results of ¿20 mg/dl¿ with the subject meter and ¿68 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Immediately prior to testing, the reporter claimed the patient felt low blood glucose symptoms of shaking, head dizzy and pale. The patient took ¿regular white sugar¿ as treatment and felt better about 10-15 minutes later. Earlier that day, prior to the onset of symptoms, the patient obtained a blood glucose result of ¿104 mg/dl¿ with the subject meter and the reporter denied the patient made changes to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.